Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced an upstream occlusion alarm after one minute or more of delivery prior to an open key press twice. The open key press indicated that an unknown set was replaced. This condition had the potential to interrupt delivery. This report will address the possibility that the unknown set was defective causing the upstream occlusion alarm. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.